Manufacturer narrative:
(B)(4). There was no alleged device malfunction and the device was reported to be operating within specification. Additionally, it should be noted that diabetes mellitus is known cause of hyperglycemia, heart disease and liver dysfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hyperglycemic event and hospitalization that occurred on (B)(6) 2015. It was determined that the patient had experienced a heart attack and also had liver complications and intestinal blockage. Patient was released from the hospital on (B)(6) 2015. There was no alleged device malfunction, the continuous glucose monitoring device alerted the patient of his high blood glucose level as intended. At the time of contact, the patient was stable and feeling better. No further event information was provided.